Manufacturer narrative:
(B)(4) . An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell three of four. During troubleshooting nothing unusual was found that could have caused or contributed to the alarm. The technical service representative (tsr) explained the alarm and had the hp close all clamps and cycle the power. The tsr advised that they will need to start over with new supplies. The hp stated that they will finish therapy manually. There was no patient injury or adverse event associated with this report. No additional information is available.